Event description:
This is filed to report soft tip damage. It was reported that this was mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was inserted into the patient, but the guide could not cross the septum to access the left atrium. After the sgc was removed from the patient, the tip was observed to have a fish mouth. The procedure was successfully completed with a new sgc. One clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on available information, a cause of reported failure to advance could not be determined. The cause of reported soft tip deformation was related to failure to advance. There is no indication of a product quality issue with respect to manufacture, design or labeling.